Manufacturer narrative:
The device was evaluated and found to be within specification.

Manufacturer narrative:
In this case with the limited information available, no x-rays are at hand, there is nothing that indicates that the loss of the implant and the symptoms are related to the product, astra tech implant ev. It is rather a case of a post-operative infection. This event is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
According to the available information a (B)(6) female patient received one astra tech implant ev 4.8s - 11 mm dental implant on (B)(6) 2020 in position 19 (fdi # 36). (B)(6) 2021 the patient reported pain, swelling and numbness. According to the information in the complaint there was a large abscess at the apex of the implant. The implant was removed the same day. There is no information available about the status of the patient after the implant was removed.